Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020 was analyzed. The pacing threshold showed stable values around 0.5v with a sudden increase to 2.8v at the end of the recording period. At the same time the pacing impedance decreased from varying values between 540ohms and 670ohms to 490ohms. The analysis of the provided iegm episodes revealed artifacts on the farfield and rv channel, which led to the reported oversensing with shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Patient received 33 inappropriate shocks from the device due to noise on the rv lead. Patient arrived to the ER after multiple shocks. Upon interrogation it was discovered that noise event recordings were first seen on (B)(6) 2020. Additionally, a notable drop in rv impedance and a rise in rv threshold were seen. Lead and device replaced.